Event description:
It was reported that a revision surgery was necessary due to an aseptic loosening. It was further reported that the glenoid was sub-totally abraded, macroscopically loose and one cranial peg was found to be broken. Therefore the shoulder prosthesis was replaced with an inverse shoulder prosthesis.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.